Event description:
Additional information received stated that the entire scs system was explanted when the patient was admitted for the infection. No information was available regarding patient status. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va013qh, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va0554j, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient met with the manufacturing representative and managing physician on the day of this report for a follow-up after implant approximately two weeks prior. It was noted the stimulator was working well but the patient had an infection. The infection was located at both the battery incision site and the lead site (noted as at the pocket and the back incision as well). Both areas were red, swollen, warm to the touch, painful, had incisional wound opening, and a fever. The lead site had purulent dry drainage. The patient had the sweats (diaphoresis), was not feeling well and the incisions looked like cellulitis. The physician sent the patient to the hospital to get admitted for blood work, cultures, and IV antibiotics. The physician instructed the manufacturing representative to turn the stimulation off until the infection was resolved. There were no allegations of a product malfunction. Patient status at the time of the report was noted as alive - no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the date of the onset or diagnosis of the infection was(B)(6) 2014. Perioperative antibiotics were administered. The patient did not have meningitis. It was unknown if a culture was obtained and the type of organism cultured was unknown. It was unknown how the patient was doing after the explant since they had not followed up with their doctor.